Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the debonding, she could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4867830 and 5035103. The patient had experienced a debonding of a crown three (3) times. The doctor re-cemented the crown, without further incident. To date, the patient is doing fine. The products alleged in this incident was not returned; therefore, an 'adhesive strength' test of the retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations in the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that three (3) patients had experienced the debonding of restorations after placement using the optibond xtr and nx3 products. This is the first of three (3) reports.